Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use and the cable was stretched and short-circuited. According to the reporter, a loud bang was heard and smoke was seen coming from the power block component. No adverse effects to patients or users reported.

Manufacturer narrative:
One device was returned for evaluation. Testing of the returned device showed no output voltage (device did not conduct electricity). Examination of the returned device showed that the conductor within the output cable had sustained damage consistent with having been subjected to a pull force greater than 5 pounds. The ac adapter was disassembled and examined. Internal examination of the adapter's circuitry did not show any smoke damage. No other component damage could be identified inside of the adapter. During testing, the ac adapter's short circuit protection was confirmed to be in working order. During examination of the connector component, an unidentified substance was found on the connector's inner surface. It was determined likely that this substance on the connector allowed for an intermittent or partial electrical connection between the mains power cable and the ac adapter that created the reporting sparking. The reported issue was determined most likely caused by the foreign substance entering the connector and the pull damage to the output cable; both of these issues occurred during use.

Event description:
User facility reported that the device was in use and the cable was stretched and short-circuited. According to the reporter, a loud bang was heard and smoke was seen coming from the power block component. No adverse effects to patients or users reported.